Manufacturer narrative:
Vyaire medical file identification:(B)(4). H3: 81 other ¿ at this time, the suspect device is not available for evaluation. Therefore, root cause has not been determined yet.however, we request a device history record review. The root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : the device is not available.

Event description:
It was reported to vyaire medical that the 002006 humidifier empty 6 psi blue cap 50/cs was incorrectly connected to the heater of a ventilator.at this time, there is no information regarding patient involvement associated with the reported event.